Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17-oct-2016 and 30-jan-2017 a review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown, "back, neck, and shoulder pain," and "fluid in the capsule surrounding the implant."

Event description:
Patient reported capsular contracture, baker grade unknown and "fluid in the capsule surrounding the implants." This record is for the left side. Device has been explanted.